Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The patient's father stated that when they removed the sensor, the sensor wire was completely under the patient's skin. He stated the patient experienced additional discomfort at the sensor insertion site. An x-ray image was performed. Confirmation of the allegation was confirmed based on the x-ray image results. The patient was schedules to have surgery on (B)(6) 2018. No product was returned for investigation. A root cause could not be determined. No additional patient or event information is available.